Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Analysis of provided data revealed : - treated svt/st episodes dated of (B)(6) , with atp were stored in memory then erased by other episodes according to the rules of recording priority. 16 episodes can be stored in the device. The rules for recording an episode depends on : - the type of events (vt, slow vt, fast vt,¿) - the ¿severity¿ of the event (number of atp/shock delivered during the event) - the occurrence date of the event the pdf displays only the new episodes among the 16 episodes stored. On (B)(6) 2024, among the 16 episodes stored, only 2 episodes are dated on (B)(6) 2023 (last pdf report sent) (and therefore displayed) it should be noted that all the arrythmia are listed in the ¿historique des arythmies et des thérapies¿ - based on available data, no issue is suspected on this device - improvement for this behavior will be contemplated for future versions.

Event description:
Reportedly, the follow up remote report dated (B)(6) 2024 indicating 87 atp treatments. There is only 1 egm episode available in the report. One svt ts episode in the observations : one atp on the (B)(6) that can't be found. Many episodes can't be found in tachy history.